Manufacturer narrative:
B.5. Updated.

Event description:
The following information was reported to gore: on (B)(6), 2016 a patient was undergoing treatment of a descending thoracic aneurysm, zone 4, masuring 60.6mm with a conformable gore® tag® thoracic endoprosthesis. A proximal type I endoleak was reported. On (B)(6), 2016 the aneurysm measured 47mm by CT. On (B)(6), 2017 the aneusrysm measured 59mm by CT. On (B)(6), 2017 the aneurysm measured 64mm by CT. On (B)(6), 2017 the aneurysm measured 60mm by CT. On (B)(6), 2018 a reintervention, whereby a total aortic arch repair with debranching to left common carotid and right common carotid, took place. The endoleak was resolved.

Manufacturer narrative:
B.3. Updated.

Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to endoleak and aneurysm enlargement.

Event description:
The following information was reported to gore: on (B)(6) 2016 a patient was undergoing treatment of a descending thoracic aneurysm, zone 4, measuring 60.6mm with a conformable gore® tag® thoracic endoprosthesis. An undefined type I endoleak was reported. On (B)(6) 2016 the aneurysm measured 47mm by CT. On (B)(6) 2017 the aneurysm measured 59mm by CT. On (B)(6) 2017 the aneurysm measured 64mm by CT. On (B)(6) 2017 the aneurysm measured 60mm by CT. On (B)(6) 2018 a reintervention, whereby a total aortic arch repair with debranching to left common carotid and right common carotid, took place.